Event description:
The pump was set to deliver dopamine at 0.5ml/hr using a 30 cc syringe. The rate was then decreased to 0.4ml/hr. The pt experienced a blood pressure increase. The pump was turned off and the pt's blood pressure went down.